Event description:
Intra-aortic balloon pump placed in patient with cardiogenic shock. Patient with history of severe three vessel cad, elevated right pressures, moderate to severe aortic stenosis with "calculated" aortic valve area, and significant pulmonary edema. Iabp placed through left femoral artery. Balloon not pumping, alarming r to r with deflation advisory. The pump was restarted. The r to r alarmed again, then alarmed air leak. Blood flashed back in the tubing. Pump was stopped and physician replaced with new balloon catheter and new pump.